Event description:
Pt had acd with fusion using zephir 15 mm screws in 2002. In 2004, had removal of 3 broken screws. New hardware implanted using atlantis vision system; acd excision and bone fusion with internal fixative with plating and screws at c6-7.